Event description:
It was reported that during the procedure to treat a moderately tortuous and moderately calcified left anterior descending artery, while trying to implant a 3.0 x 23 mm xience prime stent implant, the balloon would not inflate. When the device was removed from the anatomy, there was blood in the hypotube and a hole was found in the proximal end of the hypotube. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: on (B)(4) 2013, it was discovered that the date on MDR follow-up #1 was inadvertently noted as (B)(4) 2012; the date should be corrected to (B)(4) 2013.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inflation difficulty and shaft tear-leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.